Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs system patient controller(pc) was displaying ¿replace generator soon.¿ it was undetermined whether the elective replacement indicator (eri) message triggered earlier than intended. No further information was available at this time.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Manufacturer narrative:
This was previously reported as a malfunction, this supplement serves as a purpose to add the fsca number and fsca information. Corrected data: h6 - adverse event problem - investigation conclusion code updated h7 - correction (other remedial action) added. H9 - 1627487/09/12/2017/001-c added. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017.